Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed food and did not deliver a bolus. The customer then removed the pump for a short period of time to charge. The customer's blood glucose (bg) level was 304 mg/dl and a correction bolus was delivered. The bg level was declining. The customer declined tandem technical support's offer to perform a system check.